Manufacturer narrative:
The reported event could be confirmed. The device returned broke on the transition radii of the thread undercut to the stop shoulder of the thread connection. The inner surface was analyzed along the area of the thread between the component tip and the fracture surface after longitudinal cutting of the specimen. Furthermore, indications for corrosive deposits were detected on the inner surface next to the fracture surface. The analysis of the device resulted in finding that the thread of the strike plate had been damaged by excessive load application resulting from incorrect engagement in the counterpart. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that the impactor broke off inside the nail adapter. The procedure was completed successfully, and no adverse consequences or surgical delay were reported.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that the impactor broke off inside the nail adapter. The procedure was completed successfully, and no adverse consequences or surgical delay were reported.